Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor cable was replaced and the issue was resolved. The cable was returned for analysis. Analysis found that the there was an open short. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that touchscreen was not accurate.